Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 402 mg/dl, 500 mg/dl and 285 mg/dl. The customer thinks that the insulin pump not delivering insulin correctly. A battery may fail test if it has potential to cause pump to lose power without warning. Customer did not receive failed battery test. The customer reported crack at bottom of insulin pump by drive support cap. Customer reports the drive support cap appears normal. Contacts were not missing or damaged. The insulin pump passed self-test. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected failed battery test alarm noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.08750 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing. Device had cracked reservoir tube lip, no cracked end cap noted.